Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, lightheadedness, tingling in the fingers and feet and a heart rate of 45 beats per minute. The physician suspected inappropriate device function. The ipg remains in use. No further patient complications have been reported as a result of this event.